Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. The customer stated that, prior the hospitalization, she was not feeling well and experienced nausea. The customer's blood glucose was 465 mg/dl, and her blood glucose would not lower despite delivering insulin to herself. The customer's blood glucose at the time of admission was over 300 mg/dl. The customer confirmed that a replacement insulin pump had been sent and that the insulin pump was working fine at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.